Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered at a higher rate or volume than programmed (over infusion) during therapy. An infusion of total parenteral nutrition (tpn) finished about 2 hours earlier than expected (dose, programmed amount and delivery rate unknown) every day over an 8 day period. There was no known patient injury or medical intervention associated with this event. No additional information is available.